Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection. The extraction screw for pfna blade was received with completely broken off distal threads including the hexagonal tip. The broken off portion is estimated to be approximately 6 mm long and was not received. The t-handle shows marks of hammering at the under- and the frontside of the bars. Dimensional inspection. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document / specification review. The following drawings were reviewed during investigation: component shaft with hexagon socket sw 4.5 and connection thread m7x1 lh the sub-component 60033538 is not lot tracked but can be related to the last two work orders (8927978 and 8996260) that were produced prior to lot 8972031. The review has shown that with stainless steel 1.4123 per astm f899 the correct material was used, and that the hardness was within the specification of 600 +/- 20 hv 10 from drawing . Work order 8927978. Target tolerance 580-620 hv 10. Production tolerance 595-614 hv 10. Work order 8996260. Target tolerance 580-620 hv 10. Production tolerance 609-613 hv 10. Investigation conclusion the extraction screw for pfna blade was received with completely broken off distal threads including the hexagonal tip, the complaint therefore is confirmed. Because of the damage and the missing broken off portion, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The fracture face is homogenous, what indicates material conformity. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 8972031 was manufactured in august 2014 in a quantity of 45 parts and we are not aware of any quality issues associated with this article and lot number. The existing markings on the bottom and front of the t-bars are consistent with the result that the surgical technique was not followed and therefore the fracture occurred because of a mechanical overload situation. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device history lot. Part: 03.010.411. Lot: 8972031. Manufacturing site: bettlach. Release to warehouse date: 20.aug.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an instrument thread is broken off. It is unknown when the malfunction was found. No known patient involvement, adverse consequences, or surgical delay reported. Concomitant devices reported: unknown nail head elements: pfna blade (part # unknown, lot # unknown, quantity# 1). This is report 1 of 1 for (B)(4).